Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the lens had become cloudy only in the upper part, since the day after surgery. The sample was not available since it was still implanted in the patient's eye. Additional information has been requested and received stating that membrane treatment procedure was performed combined with the cataract surgery during the initial surgery but no gas or oil was used. The size of the ccc was larger than the pupil and ccc was not confirmed in the photograph. Vision was not bad as the clouding does not affect the pupil area. There were no plans to replace of iol or clean. Doctor's opinion: when viewed from the front, it was not as cloudy as it appears in the photograph, and the iol was clouded like a rainbow on the outside of the lens. It shines a little dimly, as if it were coated with oil. A chemical reaction due to contact with the oil or lubricant in the cartridge, friction, co2, etc. May have occurred. Additional information received stating that the findings of iol appear to have faded slightly one week later than the day after the surgery (improving). The patient's vision was not affected as of today, but the doctor seems to be concerned when observing with a slit.

Manufacturer narrative:
Correction information has been provided in d.4. Additional information has been provided in h.3., h.6., and h.11. The product was not returned for analysis. Only photo was returned. This photo is of an pciol through a dilated eye. There appears to be a medium to dense opacification on the upper half of the iol but does not appear to be in the visual axis. Also, it appears the opacification is on the anterior surface of the lens but is difficult to be certain the location of the opacification. There is nothing distinctive enough to determine what is on the iol. This is a photograph of opacification on an iol of unknow origin. The root cause for the reported complaint could not be determined. Based on our observation on the returned photo, there appears to be a medium to dense opacification on the upper half of the iol but does not appear to be in the visual axis. Impact on the vision cannot be determined from the photos. A definitive determination of opacification cannot be made from the returned photos as there is nothing distinctive enough to determine what is on the iol. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).